Event description:
Reporting status: death. Reporting rationale: thrombosis requiring medical and surgical intervention; subsequent in death. Device issue: no device malfunction has been reported. The procedure was performed in 2009, at which time the patient had four promus stents (3.5 x 28 mm, 3.5 x 8 mm, 3.0 x 18 mm and 3.0 x 15 mm) placed in the left anterior descending (lad). Two stents, located in the proximal lad were overlapping. The patient was on plavix originally at 600 mg, but was reduced to 75 mg. The patient was hospitalized over 10 days and thrombosis, which was confirmed by the cine, had occurred in all four stents. The patient was treated with an aspiration catheter and stent to surgery for coronary artery bypass graft (CABG); however, the patient expired in the next day. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as it own brand labeling of abbott vascular's drug eluting stents in the us.

Manufacturer narrative:
The other three promus everolimus eluting coronary stent systems are being filed under the same MFR number. Results and conclusion summary - death and thrombosis, as noted in the IFU and risk assessment matrix, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, hospitalization and additional therapy/non-surgical treatment are listed in the product risk assessment matrix as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system quality deficiency.